Event description:
In 2002 pt underwent total abdominal hysterectomy with burch abdominal sacral colpopexy. On 3 occasions in 2003 pt underwent surgery for repair of vaginal cuff.

Event description:
Add'l info rec'd in 08/21/2003: the event was described as follows: in 2002 pt underwent total abdominal hysterectomy with burch abdominal sacral colpopexy. In 2003 pt underwent surgery for repair of vaginal cuff. This does not tell the co how the product was used, where it was implanted, or the nature of the intervention. Without such info, it is impossible to determine whether the events described in the medical device report are or are not attributable to the device. "Reaction" was listed as an event problem on the report. The eptfe products have been on the market for over 25 years, and co has never been able to confirm a case of allergic reaction and rejection. (Co is aware of the potential for reaction to the chlorhexidine and/or silver, which is present on plus products and labeled appropriately in IFU). The co's understanding of co's eptfe is that such reactions are not possible. The co regularly search the literature and have never found any published account of allergic reaction or rejection to co's product. "Device failure" was also listed as an event problem on the report. The co reviewed the manufacturing paperwork associated with this lot and verified that all quality specifications had been met. The co also researched the complaint/comment database, and co has no record of any other entries associated with this lot number.